Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older.  (B)(4). Returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded and there was blood in the lumen. Due to the presence of blood in the inflation lumen of the device, microscopic inspection of the balloon was done. Microscopic inspection of the balloon revealed a pinhole in the balloon, 2mm distal of the distal markerband. Microscopic inspection of the markerbands found no irregularity or defect. Microscopic and tactile inspection revealed numerous kinks in the hypotube, with a fracture 61cm from the strain relief. The fracture faces were oval, as if kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 15-jun-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 32x2.5mm target lesion, containing a lesion bend between >45 and <90 degree was located in a severely tortuous and severely calcified right coronary artery. A 2.5mm x 8mm quantum maverick balloon catheter was advanced for post-dilatation but the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a balloon pinhole and a catheter fracture.